Manufacturer narrative:
The reported events were ¿threshold was very high¿ and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported event of ¿threshold was very high¿ was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during an implant procedure on (B)(6) 2023, the right ventricular (rv) lead presented with high capture thresholds and the helix would not retract. Another lead was used to complete the procedure. Post-procedure the patient was stable.